Event description:
When removing the catheter & port only 2" of the catheter came out under fluroscopy the rest of the catheter remained. Patient was sent to hospital for removal of catheter under fluroscopy.